Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 201 mg/dl at the time of incident. Troubleshooting was done for no delivery and customer was able to rewind the pump but indicated that the alarm was due to the reservoir occlusion. No further information was provided.